Event description:
It was reported that the customer received a power source alert and that the pump battery could not be charged. Customer¿s blood glucose level was 200-280 mg/dl. The customer continued to use the pump for insulin therapy.